Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during an arthroscopic procedure on the shoulder, the unit produced sparks. About halfway into the procedure, the doctor reported seeing sparks through the screen. The doctor removed the unit from the shoulder and asked a company rep to enter the room. The company rep examined the unit and observed that the end of the unit was practically melted. The doctor retrieved a new unit and continued the procedure. It was further reported that the procedure was completed successfully and there were no reports of any adverse consequences to the pt.